Event description:
The iab was inserted into the pt on 5/6/97 for support for pre and post op. On 5/8/97, after CABG surgery the iab ruptured. The drs were immediately informed and the catheter was removed. The pt was stable throughout. Pulses were unchanged pre and post event. No add'l inotropes were required. (Since no hospital name or facility reporter was given. It is not possible to determine if this complaint has been previously reported to datascope in order to possibly avoid a complaint duplication) (event complications: none from the event - reported 10/10/97.) (Pt's current status: stable - rpt'd 10/10/97.)